Event description:
On 13mar2024, an eye care professional (ecp) in israel called to report a patient (pt) developed an "eye infection" after wearing acuvue oasys®1 day with hydraluxe¿ technology brand contact lenses (cls). The ecp stated the pt is a soldier who was in harsh field conditions with a lot of dust in the environment, causing the inflammation in the eye. The pt used the cls previously with no issues. No additional information was provided. On 18mar2024, additional information was received from a johnson & johnson employee by email. The pt's right eye (od) was affected. A medical record in the local language was attached and was sent for translation. On 28mar2024, translation of the medical report was received: ophthalmology emergency room (ER) visit dated (B)(6) 2024; date of entering hospitalization: (B)(6) 2024 20:30; date of leaving hospitalization: (B)(6) 2024 00:17. The pt has a history of hypothyroidism and g6pd. The pt wears daily cls for 12 hours a day, and sleeps and showers with the cls. For the past two days, the pt experienced discomfort and redness in the od without "a new blurring of vision." A "white dot" in the cornea of the od was observed by the pt's ecp who referred pt to the ER without antibiotic treatment. According to the pt, two days ago on shabbat, the pt inserted the cl and slept wearing the cl. Visual acuity with correction: od: 0.9 (without pinhole) exam: intraocular pressure first measurement 12 mmhg; external examination within normal limits; anterior segment - conjunctiva: irritation, cornea: round infiltrate 1*1.5 mm located 8:30 paracentral without foreign bodies, anterior chamber: deep, quiet, iris and pupil: within normal limits, lens: clear, vitreous: clean, optic nerve: within normal limits - cup to disc ratio: 0.2, and retina: flat. Course: on examination, a corneal ulcer measuring 1*1.5 mm at 8:30 paracentral located at the epithelial defect (ed) in the same size without any reaction in the anterior chamber, without hypopyon or fibrin. The pt wears daily cls for 12 hour a day, showering and sleeping in the cls. The pt did not enter the pool or sea with cls recently, pt denied trauma or entry of a foreign body. After confirming the pt has not taken antibiotic drops in the last 24 hours and after inserting localin eye drops as accepted, scraping of the corneal ulcer was performed and sent for "staining + cultures in a normal course." Before the procedure and after "it a negative seidel test.". Treatment: vigamox 24 times a day to the od until the medical follow up. Pt was advised to not wear cls until approved by an ophthalmologist (at least a month from resolution of the ulcer), not to enter stagnant water (pool/seas/mikvah/jacuzzi) one month after the resolution of ulcer and an ophthalmologist's approval, and to not wet the eye until follow-up. Follow-up on (B)(6) 2024. Complete blood tests were ordered for blood count, chemistry, and crp. Ophthalmology clinic follow-up visit dated (B)(6) 2024. A round filtration less than 1*1 mm located at 8 :30 and the reticular epithelial defect (ed) is in the process of closing - improving. Anterior chamber deep and quiet without hypopyon. Cultures - still in incubation. Treatment plan: vigamox * 8 times a day and synthomycine ointment before bedtime od. Follow up on 13mar2024. The pt was advised that cls must not be used, to not wet the eye, and with any ocular aggravation, to return to the ER as soon as possible. Telephone consultation with ophthalmology clinic dated (B)(6) 2024 round corneal infiltrate at 8:30 paracentral <1*1 mm clears up, reticular staining, anterior chamber deep and quiet with no hypopyon. Treatment plan: decrease vigamox to 6 times a day and synthomycine ointment before bedtime od. Follow up on 18mar2024. The pt was advised that with any ocular aggravation, to return to the ER as soon as possible. Ophthalmology clinic follow-up visit dated (B)(6) 2024. Case summary: re-examination after screening due to an ulcer in the cornea of the od due to misuse of contact lenses. Pt reports improvement in the visual acuity, redness and pain. Pt used vigamox 24 times a day for 2 days then, 8 times a day with synthomycine before bedtime. The pt has a history of hypothyroidism and g6pd. The pt wears daily cls for 12 hours a day, and sleeps and showers with the cls. Diagnosis: corneal ulcer, unspecified od. Visit summary: impression of improvement in the dimensions of the epithelial defect (ed) and density of the infiltrate below it. Anterior chamber deep and quiet with no hypopyon. Vigamox dose was decreased to 8 times a day and synthomycine ointment before bedtime. The pt was advised of the importance of the treatment and adherence to the treatment and it was explained that it is not possible to wear contact lenses due to improper use of them, and that the pt is endangering the eyes by doing so. Glasses must be worn now until the disease passes. Treatment plan: vigamox 8 times a day until the next follow up and synthomycine ointment before bedtime od. Follow up on ¿(B)(6) 2024.¿ the pt was advised that cls must not be used, to not wet the eye, and with any ocular aggravation, to return to the ER as soon as possible. No additional medical information has been received. This was determined to be serious adverse event on 28mar2024 when the translated medical report was received. The lot number is unknown. The od suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
H3 other text : suspect od cl was discarded.